Event description:
A malfunction was reported on a pump by the caller, and it was noted that no notable events occurred prior to this issue. There was no information regarding whether the malfunction caused the customer's blood glucose level to exceed 500 mg/dl. Customer technical support (cts) provided assistance in resetting the pump, and after the reset, the malfunction code did not recur. Cts advised the customer to continue using the pump and to call back if the issue reappeared, which the customer understood and acknowledged.